Manufacturer narrative:
Upon further investigation it was found that the incorrect serial number (B)(4) was inadvertently entered into the initial medwatch report. The correct serial number (B)(4) has been entered into this medwatch report. Please note that the incorrect date of manufacture (dom) (mar 10, 2011) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (jan 12, 2010) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar discectomy surgical procedure, it was observed that the motor device would not rotate the dissection tool. The reporter stated that an unspecified dissection tool was inserted through a long attachment device and when the foot pedal device was depressed the locking mechanism would not rotate. It was not reported if there were any delays in the surgical procedure; however, an unspecified spare device was available to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the burr not turning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the bell hose ring had score marks; and the outer hose and inner hose were not anspach property. It was determined that the score marks on the bell hose ring and the outer / inner hose not being anspach property was consistent with tampering. The assignable root cause of this condition was determined to be component damage caused by abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.